Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that coupling is loose in housing and the tip was chipped. It was discovered in post cleaning inspection.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event of chipping. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.